Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hyst. {full}, salping (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain and menorrhagia had resolved and the rheumatoid arthritis, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: pelvic, abominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia, heavy menstrual bleeding), rheumatoid arthritis, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication, removal date updated. Lab data updated. Events: pelvic, abdominal, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rheumatoid arthritis, fatigue, hair loss were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.